Manufacturer narrative:
One titanium hexed uniscrew (uniht) was returned for investigation. Visual inspection of the as returned product identified fracture confirmed on threaded portion of screw. The hex head is worn and contains debris. Therefore, based on the evaluation, device malfunction did occur and the reported event was confirmed following inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the abutment screw (uniht) fractured. The fractured portion of the screw was able to be removed from the implant.